Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing] found the lead was not electrically continuous. Detailed analysis confirmed that the [inner conductor coil] had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. This could have caused or contributed to the reported clinical observations of unsatisfactory lead measurements.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and noisy signals. Upon connection to a pacing systems analyzer, lead numbers were not satisfactory. The lead was not used and was returned for analysis.